Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a radial fracture after a fall. The patient suffered a dislocated radial fracture (distal) due to a fall which was according to the physician due to parkinson¿s disease. An osteosynthesis of the fracture with good reposition was performed. The event required surgical intervention to prevent permanent impairment to a body function or body structure. The event was unrelated or unlikely related to the surgery, stimulation, system, or medication. The event was possibly or certainly related to a pre-existing or underlying disease. The event resolved completely.